Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited decreased sensing and noise. The noise was oversensed resulting to inappropriate shock therapy. There was also a single high, out-of-range pacing impedance measurement noted in the daily measurements. High pacing threshold measurements were also observed on the competitor right ventricular (rv) lead. It was reported that the patient was not pacer dependent. The rv lead was surgically abandoned and replaced successfully. The device remains in service. No additional adverse patient effects were reported.